Manufacturer narrative:
(B)(4). (B)(6). Additional concomitant medical products: unknown nexgen tibial tray. Product is in the process of being returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bearing could not be inserted into the tibial base plate with the placement instrument according to the surgical instruction. Another inlay was opened and used to finish the surgery.

Manufacturer narrative:
(B)(4). Evaluation of the returned articular surface identified that the dovetail feature was compressed on one side and flared on the other. Device history record was reviewed and no discrepancies relevant to the reported event were found. The dimension and thickness were measured and found conforming to print specifications. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. The compressed dovetail on the returned articular surface indicates the articular surface was not correctly aligned before pushing it in with the inserter instrument. The root cause is considered to be user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report